Event description:
Pt reported obtaining back-to-back blood glucose results of 44 mg/dl on a professional meter and 178 mg/dl, on the advantage system. Pt did not modify therapy based on these results. The customer was treated by the paramedics, including IV glucose and transported to the hosp where he was released five hrs later. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect prod and replacement prod was shipped. Advantage sys: comfort curve strip lot 549210 with exp date 09/30/2007.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.